Manufacturer narrative:
(B)(4). B5: correction - allegation.

Event description:
The reported allegation of a transmitter was not registering is reportable based on the finding of a transmitter failed error.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an transmitter was not registering occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a low transmitter battery which led to a transmitter failed error. The reported allegation of an unknown error "session has ended I have a new transmitter" is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.